Manufacturer narrative:
As returned the counter bore guide is separated from the humeral collar reamer and the tip of the humeral guide is missing. No information on the missing fractured tip was received. Based on the lot number the device has a potential field age of approximately 4 years and 9 months. The hardness of the reamer was also checked and is within specification. As a product improvement the design of the reamer has been modified to increase its strength in the tip. The reamer in this report was manufactured prior to the release of the updated design. The device was used for treatment. It is possible that the fractured tip was due to the levering the counterbore perpendicular to the axis of the humerus during use, thereby causing an excessive bending moment on the thin section. This may have allowed the reamer portion to separate from the guide portion. However the exact cause cannot be determined with the information provided. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that the instrument broke while reaming.